Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the additional information: the issue occurred while the surgeon's head was inside the surgeon console¿s high resolution stereo viewer and was attempting to manipulate the instruments. There were no external collisions. The issue was persistent. The action being taken was suturing. The instrument moved in the wrong direction. The surgeon said that when extending to the right, the movement was diagonal or moved less than expected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the single port (sp) needle driver did not move in the desired direction. The issue was not resolved even after re-attaching the device. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 6mm needle driver instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was retested and passed on both attempts. The needle driver test which included driving a needle through a foam pad, passed with no problems. The instrument was fully functional. Visual inspection was performed and found no damage to the housing. The housing was removed for inspection and found no internal damages. The input disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. No product issue was found.

Event description:
Refer to h11 for follow-up information.